Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and the insulin pump received motor error alarm. The customer experienced high blood glucose levels ranged from 23.5 mmol/l to 25.0 mmol/l due to insulin pump not delivering. It was reported that the customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The drive support cap was normal. The customer was treated with manual injection. The device is not expected to be returned for analysis.